Event description:
During a low anterior resection procedure, the device was prepared for firing, after firing staples formed as expected , but the knife malfunctioned (no cutting occurred). Therefore anastomoses was completed with suturing. Or time was extended due to suturing. There was no pt consequence.